Event description:
Hcp reports that after 2 years of service life the pump was explanted and returned to the manfacturer for analysis because of an overdose. The patient went to the hospital and the pump was stopped. "The pump was checked 3 times and each time only few volume of drug was removed from the reservoir instead of the volume of drug indicated." A follow up report will be sent when additional information is received.